Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, a thrombus was noted to the top of the device. Release criteria was met and the device was released. The physician aspirated the thrombus, but no evidence of thrombus was found in the syringe or sheath. No adverse patient events occurred. The thrombus was no longer visualized. Patient is doing well and was discharged home without issue.